Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "primary nurse called PICC team regarding patient with leaking right side 2 lumen PICC. Catheter damage noted. Saline is flushing out of PICC catheter around 2cm external to patient. Cut is approximately 1cm between 2cm - 3cm external." No other information was provided.